Event description:
It was reported that the retraction blade came off. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was not confirmed as the mentioned malfunction could not be reproduced. Additional functional tests did not show any abnormalities and neither a product nor a function fault could be detected and only some scratches indicating use were noted. The instrument was analyzed for conformance to print specification as well as the DHR was researched. The review revealed that the instrument was manufactured in august 2011 according to the specifications and no abnormal findings were identified. No product fault could be detected and the device was manufactured according to the specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and the instrument was manufactured according to the specifications. As the complaint condition could not be reproduced the complaint is considered invalid and a non-issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
The retraction blade could not be removed successfully without first removing the locking caps.